Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was successfully implanted with a 23mm trifecta valve on (B)(6) 2015. The patient had a history of severe aortic regurgitation. Six years post trifecta implant, the patient experienced severe aortic regurgitation due to a torn trifecta leaflet at the stent post. The patient underwent an additional transcatheter aortic valve implantation (tavi) procedure and had a 23mm non-abbott valve implanted within the trifecta valve on (B)(6) 2021. Two days post-procedure, the patient deteriorated in the intensive care unit (ICU) due to coronary occlusion. The patient underwent re-operation and the trifecta valve and non-abbott valve were explanted. The patient had a new 23mm non-abbott valve implanted. The patient is currently recovering. No additional information was provided.

Manufacturer narrative:
Additional information for: d9, g3, g6, h2, h3, h6, and h10. Explant was reported due to "severe aortic regurgitation due to a torn trifecta leaflet at the stent post". The investigation found that all leaflets contained calcifications. All leaflets had tears, associated with the calcifications. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability; all of the tears were associated with calcifications.